Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient contacted technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) exhibited bluetooth connectivity issues. No changes or interventions were reported. There were no patient consequences.

Event description:
New information noted the patient was seen in clinic and bluetooth connection was reestablished. The patient was in stable condition.